Event description:
During endovascular coiling procedure, physician's fifth coil stretched in patient and was unable to be removed. Physician had previously placed 2 presidio coils and 2 helipaq coils. Coiling microcatheter used was prowler lpes. No products were saved from the case and nothing is available for return. Vendor was not present for the case and took the report over the phone. Patient data was not relayed to vendor representative. Patient's last reported to be in stable condition and recovering. No patient injury occurred as a result of the product issue. However, physician needed to deploy an enterprise stent to secure the "tail" against the vessel wall.

Manufacturer narrative:
Concomitant devices used: unknown prowler lpes microcatheter, unknown enterprise stent. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
The 7 mm x 30 cm helipaq 18 cerecyte microcoil stretched in the patient and was unable to be removed. It was reported that no patient injury occurred as a result of the product issue; however, it required deployment of an enterprise stent to secure the "tail" against the vessel wall. This was the fifth coil to be placed; 2 presidio coils and 2 helipaq coils were previously placed. A prowler lpes microcatheter was used for placement. The device in not available for analysis and no further information is available. The coil remains implanted and the delivery system is not available for analysis. Based on the limited available information regarding the reported event no conclusion can be made regarding possible contributing factors. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot f72244 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.